Event description:
A nurse reported the footswitches were not recognized by the system during a vitrectomy procedure. They tried three footswitches and the issue was not resolved. Following a ten minute delay, the procedure was complete with an alternate system. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The host module was replaced. The system was then tested and met all product specifications. The host module was received and a visual assessment of the returned sample did not reveal any nonconformity. The returned host module was installed in a calibrated system and was booted successfully. Additional testing was performed and the system was unable to recognize the footswitch. The complaint was confirmed. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event of footswitch not recognized is a nonconforming host module. (B)(4).